Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer also reported they did not observe insulin exiting from the infusion set. The customer stated the alarm was resolved by a complete set change. Customer's blood glucose was unknown. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.